Manufacturer narrative:
Submit date: 2/19/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported to covidien. Upon triage of the enteral feeding pump, service found that the unit failed the motor speed test.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit is back to stock. Upon triage, service found that the unit failed the motor speed test.¿ the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.